Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034-2018-09047. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-09047.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034-2018-09047. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-09047.

Manufacturer narrative:
(B)(4). Multiple devices were reported in association with this adverse event. Therefore, it is unclear which liner contributed to the event. Possible product information could be: g7 neutral e1 liner 32mm b, catalog# - 010000846, lot# - 3912230, sterile expiration date - nov 9, 2021, manufacturing date - nov 9, 2016. Or the appropriate product information could be: hi-wall e1 liner 32mm b, catalog# - 010000924, lot# - 6062636, sterile expiration date - may 17, 2022, manufacturing date - may 17, 2017. Concomitant medical products: item number: 110010261, item name: g7 osseoti multihole shell, lot number: 3899674, item number: 010000924, item name: g7 hi-wall e1 liner, lot number: 6062636, item number: 110010261, item name: g7 osseoti multihole shell, lot number: 6219704. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09096. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's pelvis fractured during impaction of the liner into the acetabular shell. Multiple attempts were taken to seat the liner into the shell causing an approximate delay of 16-30 minutes. Attempts have been made and no additional information is available.